Event description:
The customer contact reported a crack in the tubing; subsequently, a leak was noted. On an unspecified date, the tubing set was being used to deliver an unspecified medication, at an unspecified rate, via plum pump. After an unspecified length of time, it was reported that an unspecified volume of solution leaked from a crack in the tubing at an unspecified location proximal to the option-lok male adapter of the tubing set. An unspecified volume of blood loss was noted. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported crack in the tubing were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.